Event description:
The patient's system was explanted due to infection.

Manufacturer narrative:
The patient's infection has reportedly cleared. The explanted products were discarded by the medical facility and will not be returned for eval. A review of the sterilization records for the explanted devices found them to be satisfactory. This is the final report.